Event description:
It was reported that the front panel lights were flashing while using the lightsource. There was no patient harm associated with the event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a contact failure of the scope socket. Olympus will continue to monitor field performance for this device.

Event description:
The reported issue was resolved with the subject device. The issue occurred during an esophagogastroduodenoscopy procedure, which was diagnostic. The intended procedure was completed.